Event description:
Info received indicates after the brake/steer pedal is placed into the brake position, the stretcher continues to roll.

Manufacturer narrative:
The tech found the casters were out of adjustment. He adjusted the four casters to repair the stretcher.